Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the micropuncture transitionless stiffened cannula access introducer broke when trying to maneuver through scar tissue. The device did not detach inside of the patient and it was fully removed. A second device was used to complete the procedure. This product problem did not result in any reported serious injuries to the patient.